Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017, our affiliate in (B)(6) received a call from a patient (pt) who reported experiencing eye pain and ocular discomfort, eye redness, and both eyes were swollen while wearing 1 day acuvue define contact lenses. Pt reported both eyes remained red and uncomfortable after removing the lenses. Pt reported presenting to a hospital and was advised it was a side effect of wearing contact lenses. Pt reported being prescribed antibiotics and eye drops opti v and optipuro to be taken 3 times a day. Pt reported yellow discharge from both eyes the next day. Pt reported the event occurred on (B)(6) 2017. On (B)(6) 2017, a call was placed to the pt who reported continuing discomfort and ¿a lot of discharge.¿ pt reported that he/she will present again to a doctor for treatment. Pt reported the product in question was discarded. On (B)(6) 2017, pt sent an email providing copies of medical receipts and medical report and a translation was requested from our affiliate in (B)(6). On (B)(6) 2017, a translation of the medical report was received providing the following information: diagnosis: ¿idiopathic keratitis¿. Date of diagnosis (B)(6) 2017. ¿due to above diagnosis, this patient has been treated from (B)(6) as a out patient. Also, the patient has claimed that this event occurred from contact lens wear and it is resolved totally today.¿ ¿this condition is limited for ophthalmologic condition only and any future change requires a new diagnosis" the product in question was discarded. Additional medical information has not been received. Additional information is not expected. This event is being reported as a worst-case event os event. The od event will be filed in a separate report. A lot history review was performed for lot 2216980115: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 2216980115 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.